Manufacturer narrative:
This report is submitted on behalf of the MFR and the importer, as the company serves as the designated complaint handling unit for both facilities. The ring had been thrown away during re-operation and is not available for investigation. The production records were checked and found to be in order. In case additional info is available from the physician, a follow-up complementary report will be submitted. Anastomotic leakage is one of the most common complications of colorectal surgeries and therefore, is an anticipated event with anastomosis devices. No corrective or remedial actions were taken- the current cumulative leak rate found with the user of the car27 device is within the low range reported in the literature for anastomosis devices.

Event description:
The pt had lap sigmoid operation in 2009. End to end anastomosis was performed with the car27 device, 8cm from the anal verge. The surgery went well, with negative leak test and complete doughnuts. Leak was indicated 6 days post-operation (complete dehiscence), and the pt was re-operated.